Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-05-27. Investigation summary: 258 samples and photos received for investigation, 212 needles observed with excessive epoxy, one needle found with blue hub, and 3 needles observed with foreign matter, two with black spots and one with dirt. The defects reported by the customer of damaged cannula, excess epoxy, blister with blurred printing, and foreign matter are confirmed. The customer reported a blue cap in the needle, this is not a mixed product, instead foreign matter, the part corresponds to one of the pins in the assembly line process. Additionally, the empty unit defect (empty blister), this cannot be confirmed, since the blister package was received opened. During the documentary review, no quality events records were found in the product manufacture, the batch were inspected and later released in accordance with the valid work instruction. Possible root cause: excessive epoxy- damaged valve. Blue hub- assembly line, rupture of pin in the rack. Foreign matter (black spots in hub)- accumulation of resin . Foreign matter (dirt)- lack of cleaning in the sealing line. Corrective actions: needle bent- change and adjustment to vision system line. Excessive epoxy- replacement of valve was completed the week of (B)(6), monthly verification of the epoxy valve. Package print permanency- verification of ink and printer preparation blue hub- evaluation and alignment of racks. Foreign matter- cleaning activity of the molds of the components, and retrain operators . Some actions were implemented before receiving this claim and after the batch was manufactured, so new actions have been established in this investigation to strengthen the system and mitigate the risk of defects are generated. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 212 needles 21ga 1-1/4in hypak had excess epoxy connecting the needle to the hub, 2 needles were "dirty", and 1 needle had "garbage" found on it. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from spanish to english: "212 units with excess glue - issue "epoxy excessive."" "2 dirty units - issue "foreing matter."" "1 with garbage - issue "foreing matter.""

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 212 needles 21ga 1-1/4in hypak had excess epoxy connecting the needle to the hub, 2 needles were "dirty", and 1 needle had "garbage" found on it. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from spanish to english: "212 units with excess glue - issue "epoxy excessive"". "2 dirty units - issue "foreingmatter"". "1 with garbage - issue "foreingmatter"".